Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic help line called for emergency medical assistance due to the customer having low blood glucose and being unresponsive on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics arrived and started to treat the customer. The customer had a high of 515 mg/dl and a change sensor alarm earlier on the day of the call. It is unknown if the insulin pump will be returned for analysis.